Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to the patient's brand new transmitter did not work on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.